Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 112mg/dl. The customer states she received a blank display, after replacing the battery. She replaced the battery again with a new battery, but the display continued to be blank. Troubleshooting was not performed. The customer decided to upgrade to a new pump and declined to troubleshoot her pump. The device will not be returned for analysis.